Manufacturer narrative:
Manufacturer's investigation of the returned product confirmed that the shaft of the guideliner v2 had separated from the pushwire. The guideliner v2 manufacturing process includes a coating of medical grade silicone oil which is applied to the shaft of a fully assembled catheter to serve as a lubricious agent. The coating process is performed in a clean room separate from other assembly processes. A root cause investigation revealed that the separation between the shaft and the pushwire likely resulted from silicone oil contamination of lot 555038. Examination of the traveler for lot 555038 showed traces of silicone oil. The travelers for all other guideliner v2 lots were examined and no traces of silicone oil were found. The remaining guideliner v2 lots in finished goods were tensile tested and did not exhibit the pushwire separation failure mode seen in this event. Further testing concluded that lot 555038 was the only lot that exhibited this failure mode. Manufacturer's investigation concluded the probable root cause of this event is due to silicone oil contamination on the distal tip of the pushwire or the proximal liner of the shaft of lot 555038.

Event description:
A guideliner v2 catheter was used during a clinical procedure to facilitate placement of a stent in the left anterior descending artery. During removal of the guideliner v2, the pushwire separated from the polymer shaft of the catheter. The separated portion of the guideliner v2 was retrieved from the patient without impact.